Event description:
The customer reported the ventilator restarted and alarmed while in use of a pt. The customer reported there was no pt harm. During eval of the unit, the MFR's svc tech reported when the optical rotary encoder cable was touched, the ventilator restarted. The svc tech was able to duplicate the reported problem. The svc tech reported the encoder had a worn spot with a wire visible. The svc tech replaced the optical rotary encoder to complete the repair. Extended self testing (est) was completed and all tests passed to operating specs.

Manufacturer narrative:
Na